Manufacturer narrative:
Harmonic scalpel laparosonic coagulating shears-based upon inquiry information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be fully functional. There were no anomalies noted with the alignment of the jaws or with the device rotating as designed.

Event description:
It was reported during an unknown procedure the lcs15 jaws would not align and the handles of the device would not rotate. A new lcs15 was opened to complete the case. There was no consequence to the patient.